Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 25-mar-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received six (6) photos and twelve samples for investigation. After analysis, an additive abnormality was observed within the tubes in the customer photos. A visual inspection was conducted on the twelve returned samples, and ten of these samples failed due to additive abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality based on customer provided photos and returns. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using bd vacutainer® serum blood collection tubes there was abnormal white additive form in eleven (11) tubes. There were no health consequences or impacts reported.

Event description:
It was reported before using bd vacutainer® serum blood collection tubes there was abnormal white additive form in eleven (11) tubes. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.